Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018715, test base part number 190-430 / lot 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is 0.08%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR. Reports: 1221359-2021-01279; 1221359-2021-01280; 1221359-2021-01282.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2021-01279, 1221359-2021-01280, 1221359-2021-01282. (B)(6).

Event description:
The customer reported four false positive results with the idnow covid-19 assay that occurred on four patients on multiple dates. This MFR. Report addresses patient three of four. The rt-pcr (gribbles) confirmation testing generated negative results. Additional information is not available at this time.